Event description:
It was reported that the patient had chest pain and went to the hospital. The stated reason for the visit was "comp of card device." Communication attempts with the clinic for clarification were unsuccessful. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).